Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death is a known adverse event listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch additional information received indicates the patient underwent emergent repair of ruptured abdominal aortic aneurysm on (B)(6) 2011, followed by ongoing pneumonia, respiratory failure, nutritional deficiencies, metabolic encephalopathy, and gastrointestinal bleeding. According to the death certificate the patient died on (B)(6) 2011 due to gi bleeding, pneumonia and abdominal aneurysm. Autopsy was not performed. No additional information was provided.

Event description:
It was reported that approximately 18 months post 3.0x18mm xience stent implantation, the patient was admitted to hospice and died. Although requested, cause of death and date of death were not provided. There was no additional information provided.